Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the air oscillator device would not oscillate. It was further determined that the device failed pretest for check for excessive noise, check symmetry, check saw head, check saw blade quick coupling, general condition, check history check for air leak, check frequency, minimum 12000 to 16000 oscillation/minute and check the starting behavior. It was noted in the service order that the motor designed to oscillate did not oscillate when it was set to oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.